Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Patient's mom reported that the insulin pump had a critical pump error. Also states that the possible cause of the error was due to swimming. Blood glucose level was 9 mmol/l at the time of the incident. No further details were provided. Customer was advised to use back up plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor.